Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hypoglycemic event that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. The patient was found unconscious and had hypoglycemic symptoms. Patient sustained bruises from falling. After patient drank soda, the bg meter displayed a value of 70mg/dl and the cgm device displayed a value of 175mg/dl. Patient checked the cgm device and found that no low blood glucose levels had been recorded for a period of about 3 hours and the low alert was not triggered during the hypoglycemic event. At the time of contact, no additional event information was provided.

Manufacturer narrative:
(B)(4). Data was received and downloaded on 07/17/2015. A review of the downloaded data log observed inaccuracies. There was no reported malfunction to the alleged device.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.